Event description:
The following information was provided: the customer reported that: "fracture of the tibial and femoral stems less than two years after prosthesis placement. During revision surgery, fracture of the implants and very significant metallosis within the knee were observed. Implantation date: (B)(6) 2024; date of explantation: (B)(6) 2026.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.